Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had a leak. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The start of precleaning was noted to have been delayed. The air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a pinhole on channel tube, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal rubber has a chip; adhesive around objective lens is peeled; plastic distal end cover has a scratch; connecting tube has a scratch; paint on suction cylinder is peeled; paint on air/water cylinder is peeled; scope connector cover unit has a scratch; suction connector has a scratch; protector of universal cord on suction connector side has a scratch; protector of universal cord on control section side has a scratch; universal cord has a scratch; grip has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; suction cylinder is shaved; switch box has a scratch; and control unit has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.